Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the power seal was sticking quite a bit when removing the fallopian tubes. After the sealing, it became stuck in the patient's tissue. This issue occurred during a procedure (salpingectomy). Another device was used to unstick the subject device during total lap hysterectomy and completed the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.